Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a cranial biopsy. It was reported that after registration the camera was no longer seeing instruments. The fault light was blinking on the camera but the camera details stated camera connected. Technical services suggested rebooting the system and the issue was resolved for a bit. Then the camera faulted again. A different navigation system was used. The issue extended the surgical time by less than 1 hour. There was no impact to the patient. The day after, it was reported that the manufacturer representative was not able to replicate the issue. All connections were serviceable.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) to positioning sensor unit (psu) cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.